Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on or about (B)(6) 2012 after use of the product.

Manufacturer narrative:
Additional information does not indicate that the patient has expired as it was previously reported. Additional requests for clarification surrounding the circumstances of the event have been made and will be submitted upon receipt accordingly. This is one of two device reports for this event; the associated MFR report numbers are 1225714-2014-13810 and 1225714-2014-13811.

Event description:
Additional information received alleged that the patient event was a stroke.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.